Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. After clearing the codes, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
Stryker was performing preventative maintenance on a device and observed that the device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.